Manufacturer narrative:
Date received by manufacturer: 06 november 2019. Date of this report: 07 november 2019. Failure investigation was completed. The power membrane overlay was received for evaluation. Visual inspection of the customer returned power membrane overlay revealed no signs of damage or contamination. The power membrane overlay was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed that the broken trace on the red (alarm) light emitting diode (led) resulted in the led not illuminating, and caused the check vent alarm led failed error.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/05/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay to address the reported alarm led failure. The fse replaced the cracked top cover. After this repair, periodic maintenance was completed and no other abnormalities were confirmed.

Event description:
During servicing, an alarm led failure alarm occurred. The upper cover was also found to be cracked. There was no patient involvement.